Event description:
The telemetry system was experiencing some problems with the server managing the device. This may possibly be related to a power surg. This required rebooting the server and associated devices several times. In the process of rebooting apparently the patient assignments to the telemetry boxes were switched between patients, resulting in patient labels on the system display being referenced to the incorrect waveforms and alarms. This was discovered and rectified the next morning. No patient harm.